Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned one (1) loose 0.5ml bd insulin syringe. This record, captures a needle hub separation issue. Consumer reported when removing the orange caps from some of her insulin syringes the needle separates and goes into the cap. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed, and no separated hub assembly was returned. A review of the device history record was completed for batch# 9343396. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200863990] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that hub separated from device during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the cap of the needle removed the needle from syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hub separated from device during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the cap of the needle removed the needle from syringe.